Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, after advancing the device through the scope, a slight bend was identified in the catheter near the tip. The site indicated that no damage was visible to the device outer packaging. The tome was removed from the pt and the procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.